Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an ngen pump and the "adaptor itself began to smoke." After the procedure had concluded and during cleanup, there was some fluid that had leaked and the ngen pump adaptor, and the "adaptor itself began to smoke." The bwi representative reported that the fluid "leaked off of the table and into the ac power unit." It was reported that after they saw the smoke coming from the adaptor, a nurse went to disconnect it from the outlet. The bwi representative reported no other damage to any other hardware or equipment other than the ngen adaptor. The bwi representative reported that the ngen adaptor has "battery looking corrosion" on it. They confirmed that they have not tried to connect the adaptor. Smoke was related to heparinized saline being spilled over ac unit. Pump still worked when turned on and off in between cases with different ac connector.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no biosense webster, catheter information was provided. Therefore, we are processing this MDR with the "qdot micro¿ catheter" which is the most commonly used ablation catheter with this system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).